Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported patient¿s concern with the product and "fluid in breast". Affected side is right. Device remains implanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified a device with an extended opening and at the same time has white and red biological tissue labeled as right. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implants due to the patient¿s concern with the product, and also stated that imaging indicated fluid in both breasts. Healthcare professional also reported capsular contracture, baker grade IV. Device has been explanted.